Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v003633, implanted: (B)(6) 2006, product type: lead; product ID 748966, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748966, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had not been working right for about a month prior to report. The patient met with the manufacturer&#38112;representative about 2 weeks prior to report but it was still not working right. The patient felt the stimulation was intermittent and that they had a loss of therapy. The indication for use of the implanted device was noted as degenerative disc disease. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.